Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42532007901 persona natural tibia cemented 5 deg stemmed left sz g lot# 63717624 . 42502606601 persona femoral cemented cr std left sz 9 lot# 63681226 . 42540000041 persona all poly patella cemented 41mm dia 10mm lot# 63716234 . 00111214001 palacos r 1x40 single lot# 86934602 . 00111214001 palacos r 1x40 single lot# 86934602.

Event description:
It was reported a patient had an initial left total knee arthroplasty followed by an I&d with poly exchange one month post procedure. Subsequently, within a one month post-operative timeframe, the patient developed a deep vein thrombus and was placed on eliquis. Due to a reaction to eliquis, an ivc filter was then placed and the patient was referred to a hematologist for concern for a blood clotting disorder

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.